Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 564 mg/dl. The customer was treated for high blood glucose with pump. The customer's husband was advised to monitor blood glucose and units left.